Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the needle mechanism did not find any issues that would result in the cannula dislodging. Inspection of the fluid path did not find issues that would result in high blood glucose levels. No bend or kink was found in the exposed cannula.

Event description:
It was reported that patient's blood glucose levels reached 270 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the cannula dislodged from the infusion site (hip). When removed from the infusion site, the pod's cannula was found bent. As treatment, a manual injection was delivered and a new pod was applied.